Manufacturer narrative:
Clinical report states that patient was revised to address poly wear and osteolysis 15.5 years after primary tha. Doi: unknown, dor: unknown (hip). The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states that patient was revised to address poly wear and osteolysis 15.5 years after primary tha.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.